Event description:
In 2008, the pt reported that he changed the infusion set and insulin cartridge on four days earlier, and the following morning, his blood glucose was elevated to 180-190 mg/dl and he felt thirsty. He stated that his blood glucose continued to elevate throughout the day and at 8:30 pm, it measured over 400 mg/dl. He stated that he bolused throughout the day, but his readings did not decrease. He then "changed everything" including the infusion set and insulin cartridge. He stated that when he removed the infusion site, the cannula was "curled up underneath the dressing" and it appeared, the cannula had not entered the pt's body. He stated that the infusion site then became infected and he treated it with ointment. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.